Event description:
This 69 year old patient (with a cardiac history) complained of chest pain 2 hours into her treatment. She was given nt 8 x 2 and placed in 02 at 2 l without relief. Dialysis was discontinue and the patient was transferred to the hosp. The patient has a svc that had poor flows. The blood flow was decreased multiple times during the treatment. The dr. Called the facility from the hospital and said the patient was hemolyzed. There was noting unusual with the dialyzer and there seems tp be no direct cause for the hemoloysis.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: no data. Invalid data - on device destroyed/disposed of status.